Event description:
Technician alleged that the mattress cover was worn which allowed fluid ingress into the mattress.

Manufacturer narrative:
The technician replaced the mattress cover to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.